Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor screen went dark and intermittently would not respond. When a pt svc rep (psr) visited the pt to troubleshoot, the issue was isolated to the electrode belt. The pt was issued a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (monitor does not respond/blank screen) was confirmed. As received, the trunk cable was cut. The cause of the intermittent response from the monitor and the blank screen is resetting of the monitor. The cause of the resetting of the monitor is excessive current draw (0.5 a). The cause of the excessive current draw is a short in the +5v line of the electrode belt trunk cable. The cause of the short is a cut in the trunk cable. The root case of the cut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.